Manufacturer narrative:
Additional information/ correction: h6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. No investigation method could be applied, because there is no product available. Therefore, an investigation at the product is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity (B)(4) (5) x probability, (B)(4) (5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: unfortunately, due to the lack of data and without the product, we cannot determine the exact cause of the mentioned deviation. According to the quality standard, a production defect and a material defect can be excluded with a high degree of probability. There are several root causes which could lead to an implant loosening. One root cause for the loosening could be that there were problems with the cement technique and due to this the implant has loosened prematurely. But in this case this is only speculative. If further investigation is required, the product should be made available for examination. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4), (B)(6). Involved components: nn261z - as tibial obturator d12mm - lot 52721477, (B)(6). Nn473z - as columbus cra/psa tib.plat.cement.t2 - lot 52693983, (B)(6). Nx221 - vega ps+ gliding surface t2/2+ 12mm - lot 52712506, (B)(6). Nx221 - vega ps+ gliding surface t2/2+ 12mm - lot 52729052, (B)(6).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx010z - as vega ps femoral comp.cemented f4l. According to the complaint description, the cement could not be noted on the femur component at the moment of explantation - no connection between cement and implant was detected by the surgeon. It was confirmed that the used cement is zimmer optipac. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Involved components: nn261z - as tibial obturator d12mm - lot 52721477 (400590026); nn473z - as columbus cra/psa tib.plat.cement.t2 - lot 52693983 (400590027); nx221 - vega ps+ gliding surface t2/2+ 12mm - lot 52712506 ((B)(4)); nx221 - vega ps+ gliding surface t2/2+ 12mm - lot 52729052 ((B)(4)).